Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the basket on a ncircle delta wire tipless stone extractor would not open all the way during preoperative testing. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle and basket formation in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination noted the support sheath is bowed 1 cm from the mlla. There were no kinks noted in the basket sheath. A functional test determined the handle does not actuate the basket formation. The support sheath and basket sheath were found to be detached. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed without the complaint device lot number. As documented in the instructions for use (IFU), precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during use of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.